Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxibus module controller board and drawer controller board was faulty. A field service engineer (fse) upon arrival auxiliary drawer 3.1 and 3.2 was not detected on bus and no lights on module controller. Fse replaced module controller and restarted the station, but station would not power on, drawer controller was disconnected, and the station booted; however, no lights were observed on the controller. The drawer controller and the module controller were replaced again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not detected on bus. Customer shutdown the station by unplugging the power cord from the back of station to recover but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.